Event description:
Augmentation mammoplasty in 2000. In 2005 - right breast implant deflated. Pt underwent bilateral capsulectomy with implant removal -; bilateral augmentation with subpectoral conversion.